Event description:
Infant underwent attemted circumcision procedure using gomco circumcision clamp 1.3cm. Infant sustained near complete penile degloving injury. Infant urgently to surgery for free graft repair of penile degloving injury. Inspection of the device revealed a non-gomco base plate (1.3cm) mated with a gomco manufacturer product, 1.3cm. This matter was reported to tisco surgical instruments on 05/15/2001. On or about 06/06/2001, the medwatch report was returned with the message, "we are distributors not manufacturers. Please amend your report to the FDA."